Event description:
It has been reported to philips that there was merging issue of images from the unnamed patient folder into another folder. The device was in clinical use at the time of event, and no adverse events or patient harm was reported in the associated complaint (B)(4).. Philips has started an investigation of this complaint.

Manufacturer narrative:
It has been reported to philips that there was a merging issue of images from the unnamed patient folder into another folder. The device was in clinical use at the time of event, and no adverse events or patient harm was reported in the associated complaint (B)(4). Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was a user workflow issue. The patient was not selected from the modality worklist resulting in the study being transferred with a generic ID. Correction by updating the information in the modality and resending the study to iscv (intellispace cardiovascular) with the correct details was not possible as the study was already deleted in the modality. Service personnel transferred the images to the correct patient folder. Workflow guidance was provided to the customer to help prevent reoccurrence. Based on the available information, this record is considered to be non-reportable. Note: the evaluation results FDA c-code and conclusion FDA c-code have been updated in this emdr (B)(4).